Manufacturer narrative:
Correction: procedure type was a spinal fusion. Inadvertently left off the initial MDR. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
The medtronic representative reported that the site called with the reported issue, upon which time, the site was advised to restart the system. After restarting the system, the issue was resolved.

Event description:
A medtronic representative reported that after turning the system on, a message appeared stating "do not take an image until restarted/rebooted" and "connection to calibration file invalid" . There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.